Event description:
This report is to advise of an event obverved during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - failure (event) observed during analysis. Final analysis found an insulation abrasion between the connector boot and the suture sleeve. Abrasions are consistent with constant friction with another implantable device.